Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding audible noise involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: clinician review of the provided records concluded "(B)(6) year old male patient who underwent bilateral sequential tka 9 months apart reporting noise with activity. No evidence presented indicating issues with implant, materials or manufacturing." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
I had one knee replaced on (B)(6) 2014 and the other knee done on (B)(6) 2014. Both knees make loud popping noises as I bend them or walk. My doctor said it would get better over time but it is getting worse. I do not want to walk or exercise due to the noise both knees make.

Event description:
I had one knee replaced on (B)(6) 2014 and the other knee done on (B)(6) 2014. Both knees make loud popping noises as I bend them or walk. My doctor said it would get better over time but it is getting worse. I do not want to walk or exercise due to the noise both knees make.